Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the patient took infusion set and cover was still attached on (B)(6) 2024. The blood glucose level of the patient was 317 mg/ dl which was treated with correction bolus via pump. Also, the site was patient's abdomen. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: revision 21 of record 3709030 does not require a type 2 reportable complaint to initiate a child investigation. This child investigation was created and subsequently closed to document the DHR review, which was necessary to advance the parent record to the review and summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006296, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006296 was manufactured according to the work instruction (wi) version 111 and manufactured in the line 6 on 20/mar/2024, with a total of (B)(4) units. The review of the DHR revealed that during outgoing test 4 (g), one sample was found to have contamination. Consequently, an extended for contamination was raised. According to the sampling results, the lot was accepted. Therefore, the review of the DHR confirms that all required tests related to the process were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint malfunction code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.